Event description:
During an appendectomy, doctor used a endo stapler with the loads to remove the appendix. A piece of yellow plastic from the reload stapler came off into the stomach. Second time this has happened with the same procedure.